Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display. The customer¿s blood glucose level was 13.4 mmol/l. Customer stated that the insulin pump had stopped working and the screen was not working and it's blank. The troubleshoot was performed and was advised to insert a new battery. The customer stated that the display did not return. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Pump was received with minor scratches on display window noted.